Event description:
In a literature article entitled, "microshunting procedure as a primary surgery in poag", two patients had an increase in intraocular pressure (iop) three months following a glaucoma filtration device implantation. This was reported to have been caused by scarring at the filtering bleb area. A transscleral laser cyclodestruction procedure was performed and normal iop was obtained. Additional information was requested. There are seven medical device reports associated with the referenced article. This is the third report.

Manufacturer narrative:
Evaluation summary: no data regarding product identify was received i.e., no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted; no sample was returned and the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. Erichev v.p. Microshunting procedure as a primary surgery in poag. (B)(4).